Event description:
A high reading issue was reported with use of the adc device. The customer received an unspecified high sensor scan result and reported experiencing trembling and a seizure. Customer was unable to self-treat had contact with a non-healthcare professional who provided glucogel as treatment. There was no report of death or permanent impairment associated with this event. A customer received a high sensor reading of 13.10 mmol/l compared to a built-in precision meter result of 4.50 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.